Event description:
Event description guidant received information that this pacemaker, which is included in the 2nd population of the hermetic seal advisory, was at elective replacement time and was displaying loss of capture and paroxysmal mediated tachycardia on the electrogram. The loss of capture was short, with no adverse effects to the patient, it was corrected by turning the output up. The physician noted this device had normal battery depletion. The device was implanted for 7.6 years, the expected longevity is 6.8 years. The device was removed, replaced, and returned for analysis.